Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was showing a failed hardware error. A field service engineer (fse) performed a t-shot and visual inspection, which identified oxidized contacts. The contacts were cleaned and treated, testing was resumed, and no further issues were noted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the station experienced a hardware failure. The customer reported that the station displayed a "failed hardware" message and that the affected drawer could not be recovered. Recovery attempts were made, but the system continued to indicate that maintenance was required. The customer rebooted the device and also performed additional troubleshooting steps, including shutting down the station by unplugging the power cord for 2 to 5 minutes and reconnecting it. Despite these actions, the drawer continued to fail and could not be recovered, and the hardware failure persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.